Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 125 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
Additional information indicated no intervention will be performed. At this time, the lead will be monitored.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Two lead segments were returned severed 11.5 cm from the is-1 terminal pin. Additionally an extracting stylet was stuck inside the distal segment. Visual inspection noted calcified body fluid on the distal end of the distal shocking coil and on the distal mesh lead tip. Resistance tests were completed on both segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. Analysis found that as the calcified material was removed, the impedance measurements decreased. Analysis determined that calcification may have contributed to the observed high shock impedance measurements depending on how much calcification was on the lead prior to explant.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information received indicates that the device was explanted for an unrelated product performance issue and the right ventricular (rv) lead was explanted for high pace impedance measurements. No additional adverse patient effects were reported.